Manufacturer narrative:
Patient's weight: (B)(6). Report source: (B)(6). (B)(4). The complainant indicated that the study stent will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 04, 2021 that a wallflex fully covered biliary rmv stent was implanted in the distal common bile duct on (B)(6) 2013 as part of the e7059 wallflex biliary preoperative biliary drainage rct ous clinical study. The patient was enrolled into the clinical trial on (B)(6) 2013. The size of the tumor at the largest diameter was 0.90cm. On (B)(6) 2013, a biliary sphincterotomy was performed during the stent placement procedure and the stent was successfully implanted in a satisfactory position across the stricture. Prophylactic antibiotics were administered. On (B)(6) 2013, it was noted that the study stent was occluded with stones. On (B)(6) 2013, the patient underwent pre-operative reintervention and the stent was removed from the patient using grasping forceps. A wallflex biliary rx uncovered stent was implanted to treat the stricture.